Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronics. The insulin pump was received without original battery cap. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he has been in the hospital for the last 3 weeks and now he wants to get back on the insulin pump. Customer stated that he inserted the battery and the pump is distorted. Customer's blood glucose was 68 mg/dl at the time of the incident. Customer stated that the pump was exposed to moisture on the battery cap. Customer stated that he may have urinated on the pump. Customer stated that the pump is vibrating without an alarm or alert. Customer stated that the pump display went blank immediately after the pump was exposed to moisture. Customer stated that a constant tone was occurring. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.